Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device changeout procedure. Upon pre-operation interrogation, it was revealed that the patient's right ventricular lead was causing diaphragmatic stimulation in the patient. Fluoroscopy was performed and it was determined that the patient suffered a micro-perforation from the lead. The capture threshold was also noted to have been increasing over time. The lead was capped and replaced on (B)(6) 2020. The patient was stable.